Event description:
The hosp reported that, during induction, pressure could not be generated in either mechanical or manual mode. The clinician reportedly switched the pt to an ambu bag to maintain ventilation. There was no reported pt injury.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.